Event description:
It was reported the battery will not charge. There is no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.